Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-03446. It was reported the patient was undergoing an ipg replacement procedure (reference MFR. Report: 3006705815-2018-0049) and when the physician disconnected the leads for intraoperative testing it was determined that the leads had migrated. The physician attempted to reposition the leads as the stimulation was not comfortable; however repositioning was unsuccessful so the leads were removed and replaced. Postoperatively the patient received effective stimulation.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-03446 follow up information identified the patient is receiving effective stimulation.